Manufacturer narrative:
Based on the results of the investigation, it is possible that the following led to the malfunction: physical or chemical breakage. It was not confirmed the customer has used a high-energy endo-therapy accessory. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope describes the methods for detection and operation manual chapter 4 operation 4.2 using endo-therapy accessories describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.